Event description:
It was reported that the console power button was blinking blue and the console would not power up completely. Initially, a hard power cycle was attempted, but the issue persisted. The technical support engineer instructed the removal of the blue fiber cables from the tower to boot the console in standalone mode, yet it still failed to power up entirely. The possibility of power bumps or generator testing was considered, but there was no confirmation. No other systems were available for use in this case. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the system was not able to power up completely, the power buttons were flashing blue on the console and on the tower. The patient cart would power on but with error code 32145 on armnet 2. To correct the flashing blue power buttons, the common compute controller (ccc), part number 656810 was replaced in the tower and the ccc, part number 656812 was replaced in the console. The universal surgical manipulator (usm), part number 380666, the distal, part number 380662, and the proximal, part number 380660 were replaced in the robot to correct the error 32145. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the reported issue was confirmed and replicated. The issue is not associated with an error code, so it could not be confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit was then taken to a programming station, where it was confirmed bricked through vmware. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.